Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The physician observed the stent delivery balloon was slightly inflated and the 3.50x12mm liberte bare metal stent struts were 'stuck out'. The procedure was completed with another liberte stent. No patient complications were reported. Patient status reported as "stable".